Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause could not be determined. One 4fr powerpicc solo kit and three photographs of 4.5fr microintroducer were returned for evaluation. An initial visual observation revealed the kit was returned sealed. No obvious damage was observed on any components of the kit. A microscopic observation revealed no damage on the sheath tip or the dilator of the returned kit. The returned photographs showed some use residue on the dilator. The tip of the dilator was observed to be kinked on one sample, and a slightly bent microintroducer was observed on another sample, but no kink was observed. There were no distinguishing features in the returned photographs of the devices which could aid in identification of a specific root cause. Although no damage was found on the returned physical sample, the complaint is confirmed based on the photographs provided by the customer. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the end of the catheter is bent and would not insert in the patient. There was no harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.